Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to troubleshoot the issue but experienced recurring alarms. It was determined that the occlusion was caused by a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy.